Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "caller states he has a bard powerpicc. He wants to know if it is normal to hear the saline being flushed by the nurse through his PICC line. He states the nurses are no longer able to get a blood return from his PICC. He confirms he is still getting treatments through his PICC line." Response "explained that a gurgling sound in your ear when flushing can mean that the catheter has flipped into the jugular. Recommended he call his doctor to request a chest film and dye study to check PICC placement. Suggested he talk to the doctor about stopping treatments until there is confirmation that the PICC is positioned correctly. Discussed causes of one way occlusions and recommended he speak to his doctor about administration of cathflo/tpa once there is confirmation of proper catheter positioning."